Manufacturer narrative:
B3, b6: dates are estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the prostyle device was used for an arteriotomy closure of the common femoral artery after a premature ventricular contraction ablation interventional procedure using an 8f sheath. The patient was released from the hospital but returned (unknown date) complaining of pain. Computed tomography was performed at which time a back wall stitch and an occlusion were observed. Surgery was performed to treat the occlusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The reported patient effects occlusion and pain are listed in the perclose prostyle instructions for use as known patient effects of coronary stenting procedures. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.